Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 06-sep-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed to open. The field service engineer found that the rail was broken and needed to be replaced to resolve the issue. After replacing the half height drawer, the system functioned normally. The system operated as intended after the field service engineer completed the repair.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had drawer failure. The customer stated that there was a delay in the dispensing of medication. There were no adverse events or injuries reported based on this event.